Event description:
Healthcare professional reported "left side found disintegrated, MRI confirmed left intracapsular rupture with outpouring of silicone.'' The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photos of the device have been received; evaluation yet to begin. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "left side found disintegrated, MRI confirmed left intracapsular rupture with outpouring of silicone.'' The device has been explanted and replaced.